Event description:
Information was received from a patient (pt) regarding and implantable neurostimulator (ins). The pt states that two weeks ago they felt like they were having a seizure as they could not turn their stimulator off when going to bed. The pt states the stimulation feels higher when they are laying/going to bed. Pt could not turn stimulation off due to the issue with the communicator. Agent had caller close all apps, reset the communicator and attempt to re-scan. The pt had difficulty lining up the qr code with the handset camera so agent advised the pt to enter manually. Upon doing so, the communicator and handset paired and pt was able to access therapy settings. This resolved the pt's issue. The pt noted that they would like to adjust the programming so that they don't feel the stimulation, agent advised the caller to follow up with their healthcare provider (hcp) or manufacturer representative (rep). When asked, the pt said they didn't feel like they were having an actual seizure but rather the intensity of the stimulation was too much and provided discomfort. Pt mentioned they figured out eventually that they can turn therapy on/off with the recharger app. The pt would like to adjust their programming so they don't feel paresthesia.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.